Manufacturer narrative:
No sample has been returned for evaluation therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none is expected to be received. (B)(4).

Event description:
A nurse reported that a knife blades are intermittently dull with no defined bevel on the blades. Patient involvement or impact information is unknown. Additional information has been requested. A nurse subsequently confirmed that no additional information is available.